Manufacturer narrative:
An event regarding revision involving a trident shell was reported. The event was confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated that: "the primary harm involved is peri-prosthetic pelvic fracture with traumatic loosening of the tha acetabular component. The loss of fixation in this instance was caused by the fracture. No evidence for defect in design or manufacturing of the tha components involved was presented." Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the reported event of revision, trauma, periprosthetic fracture and loosening was confirmed as per medical review. The report concluded, "the primary harm involved is peri-prosthetic pelvic fracture with traumatic loosening of the tha acetabular component. The loss of fixation in this instance was caused by the fracture. No evidence for defect in design or manufacturing of the tha components involved was presented." No further investigation is required at this time. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Surgeon commented that patient fell, fractured pelvis and cup is loose.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Surgeon commented that patient fell, fractured pelvis and cup is loose.